Event description:
Customer reportedly received results of hi (>600 mg/dl) and lo (<10 mg/dl) within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device but customer does not have strips, drum or vial available to return.

Manufacturer narrative:
Manufacturer was unable to obtain this information. It was unknown if the initial reporter sent report to the FDA. Customer does not have suspect device so is unable to return it for evaluation. Will not be returned to manufacturer.